Event description:
It was reported that during a da vinci s total hysterectomy surgical procedure, the customer experienced nonrecoverable system error code #25580. The site decided to convert to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #25580 experienced by the customer was associated with the remote arm controller (rac) board and the switcher power supply. The rac consists of 5 printed circuit assembly boards which operate together to provide control of the system arms. The switcher power supply is an electrical transformer which converts the ac voltage from the wall outlet to 48 v dc for use by the circuit boards and motors on the pt side cart. The system was repaired by replacing the affected rac and switcher power supply. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #25580 appears when the da vinci s safety determines a hardware parameter (like voltage or temperature) on the rac was exceeded a threshold of concern. Upon determining this condition, the safety system puts da vinci s in a "recoverable safe state". The rac and switcher power supply were returned to isi. In-house eval found no issues with the rac. The switcher power supply has been forwarded to the supplier for investigation. A f/u MDR will be submitted when the supplier investigation results are received.